Event description:
The customer reported that the sensor is not triggering the alarm when weight is released from the pad. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - sensing. The product has been requested to be returned but has not been received. (B) (4).